Manufacturer narrative:
(B)(4). The customer advised physio-control that they have removed the device from service and do not plan on seeking any repair options.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons illuminated, the device likely does not have sufficient internal power for adequate defibrillation delivery, if needed. There was no report of any patient use associated with the reported issue.